Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime and stated that insulin was squirting out. Customer was unable to exit the preparing to prime loop. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 248 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.